Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for high rate non-sustained episodes and elevated sensing integrity counter (sic) identified as noise. Upon review, it was indicated the lia had triggered due to exposure of an external source of 60hz electromagnetic interference. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.